Event description:
It was reported to physio-control that the customer's device could not be powered on. After having pushed the "on/off" button, the first line of the device's display was filled with dark bars and the device did not respond to anything. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control advised the customer to have the main pcb assembly replaced. The customer however declined repair of the device, and the device was returned to the customer without being repaired.